Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer initially reported that a wire on the device was broken. There was no patient injury. The incident device was returned and a visual inspection revealed that the wire was exposed.